Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced sporadic turning on and off of the paresthesia when his lower back is pressed on. The scs system is working properly. Follow-up revealed the patient will have an unrelated spine surgery to address other anatomical issues.